Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physio-control evaluated the third-party modem cable. It was observed that the modem cable was broken. When the modem cable was manipulated at the bend in the middle of the cable, this caused the +12 volts line to short to ground and the device to power off.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to a physio-control service representative that the customer¿s device switched off and could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control initially evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. When the customer received a loaner device for the duration of the device evaluation, it was reported that this device had the same failure. A second loaner device was sent to the customer, and again the same failure was reported. Physio-control then observed that the reported failure was caused by a malfunction of the third-party modem cable. The malfunction of the third-party modem cable caused the device to power off. The third-party modem cable will be replaced and after observing proper device operation through functional and performance testing, the device will be returned to the customer for use.